Event description:
It was reported a minicap extended life pd transfer set separated on a pediatric patient. It was further reported the dark blue connector (female connector) separated from the light blue (main body) component of the transfer set. No leak was observed. The transfer set was replaced. The event occurred during an unspecified process of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection, a separation was observed between the dark blue female connector and the light blue main body. The device underwent functional leak testing, clear passage and clamp functioning testing and the set performed according to product specifications. No leak was observed. Therefore, there was no risk to the patient as the separation of the transfer set did not result in a breach in the sterile pathway. The separation was verified. The cause of the condition was due to inadequate solvent bond between the female connector, insert chip, and main body during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the caregiver closed the twist clamp and attempted "to push back the dark tip connection". F3: the user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.